Event description:
Boston scientific received information that this lead was surgically abandoned due to low pacing impedance measurements less than 200 ohms, high threshold measurements and exit block. X-ray confirmed the lead position was unchanged. The lead position was verified at the header and the setscrews were appropriate. This lead was deactivated and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.